Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device. The device was manufactured on (B)(6) 2014.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, the most likely cause of the reported event is likely due to physical damage. The IFU (page15) warns the user in attempt to reduce the risk of injury that impact, fall, shock, or similar stress can result in damage to the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. If additional information becomes available and/or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
The user facility reported that the insulation tip of the device came off and fell inside the patient towards the end of a therapeutic transurethral resection of a tumor procedure. The insulation tip was retrieved from the patient¿s bladder and was observed to be intact. No medical or surgical intervention was required. No patient or user injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. The ceramic insulation beak was found broken off leaving a jagged edge on the distal end of the device. It was noted the height of jagged ceramic insulation is about 11mm and the lower side being approximately 5mm in height. The broken fragment was not returned. The remaining portion of the ceramic insulation is still securely glued inside the distal end of the sheath. The distal area of the sheath has multiple scratches. Based on similar reported events, the likely cause for the broken insulation tip can be attributed to device handling or user technique. Per the instruction manual, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿